Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the physician felt a resistance between catheter and swg (spring wire guide) and found there was a kinked part at 0.3cm from the tip of swg. The issue was found before use on a patient."

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened catheterization kit for analysis. No definite signs of use were observed. Visual analysis revealed that the arterial catheterization device was returned with the swg tubing attached to the hub of the catheter over needle assembly. The orange handle of the guide wire was slightly advanced, which resulted in the guide wire to be partially within the cannula. Microscopic examination revealed that the distal end of the guide wire was kinked. This defect is indicative of damage that resulted from resistance when the user attempted to pass the guide wire through the needle cannula. The kink on the guide wire measured 2mm from the distal weld. The guide wire total length from the handle to the distal tip measured 4 5/8", which is within the specification limits of 4 7/16"-4 11/16" per the swg with handle product drawing. The guide wire outer diameter measured .390mm which is within the specification limits of .381mm-.404mm per the guide wire product drawing. The cannula diameter measured .0250" which is within the specification limits of .0250"-.0255" per the cannula product drawing. The cannula inner diameter at the distal and proximal ends measured .0170" which is within the specification limits of .0165"-.0180" per the cannula product drawing. Functional testing was performed per IFU statement, "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". During functional testing, the guide wire was unable to advance as expected. Resistance was met while attempting to advance the guide wire through the needle cannula. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "prior to insertion, actuating lever must be retracted proximally as far as possible or blood flashback may be inhibited". The IFU also states, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/ needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the physician felt a resistance between catheter and swg (spring wire guide) and found there was a kinked part at 0.3cm from the tip of swg. The issue was found before use on a patient."